Event description:
Customer reports to have received a compromised force sensor alarm. Customer's blood glucose was 128 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to faulty force sensor resistor gold. Unable to verify occlusion test prime/a33 tests due to a33 alarm. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.